Event description:
Report rec'd via voluntary medwatch report states "pt got 3-4 times the dose .....should have rec'd." Per rptr, "the pt had been receiving an infusion of dilaudid via pca pump for approximately three hours when the pt was found blue. Narcan was administered for reversal. The pt later complained of nausea, but there were no signs of anoxia."